Event description:
Dr. (B)(6) was doing coronary artery bypass graft with bilateral mammaries takedown and a little while after the medium clips were in place, they noticed bleeding on the site and they found out that the clips fell off. Surgery was delayed for a few minutes. Surgeon did not replace clips but sewed them in place to continue procedure. No harm to patient, discharged from hospital.